Event description:
It was reported that the device displayed new sensor during a sensor session. The sensor was inserted into the arm on (B)(6) 2021. It was indicated that alternate site insertion occurred, which is off label usage of the device. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).